Event description:
It was reported via repair work order that the jack could not fully pump up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the jack could not fully pump up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This MDR initial report was already issued in a previously submitted MDR. Please see MDR # 0001831750-2013-02704 for information regarding this event.